Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
A remote ge healthcare technical support call performed a checkout of the system and confirmed the reported issue. The power management board was recommended for replacement to resolve the issue.